Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance issue. It was noted that the patient was device dependent and came into the clinic prior to explant with symptoms of dizziness and lightheadedness. This crt-d was successfully replaced. No additional adverse patient effects were reported.